Event description:
(B)(6) male pt called zoll customer support to report that his monitor was displaying a wrench code 6 (response button stuck). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (wrench code 6) has been confirmed. Upon investigation, the front response button was stuck, which caused the wrench code reported by the pt. The cause for the stuck response button was isolated to the pld (programmable logic device) and tva106 components on the monitor c/a board. The exact cause of the failure could not be positively identified. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.